Event description:
The customer reported to olympus that the evis lucera elite colonovideoscope had a leak at the distal end. No reports of patient harm were associated with this event. The device was returned to olympus for a device evaluation and the repair enter found white crystal contamination was identified within the auxiliary channels. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer¿s allegation was confirmed. In addition to the reported in b5, the device evaluation also found the following: the light cover glasses adhesive was worn, the optical over glass adhesive was worn, the distal end adhesive was worn, the plug body was leaking, the scope connector had water leakage, the up/down/left/right angles were straining, the up/down/left/right angles had play and there was a leak at the distal end. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the white crystal contamination was foreign material remained since the user could not complete reprocessing of the subject device. Olympus will continue to monitor field performance for this device.